Event description:
Pt had oral et placed for (B)(6) 2 days earlier. Pat was turned on side and then onto back to change linens. Et holder snapped off of its "slide bar" and pt coughed out et -extubating herself.